Event description:
It was reported that the patient underwent a prophylactic pump and catheter explant due to infection. The pump was implanted in (B)(6) 2012 and 'she was explanted at some date for infection and she was re-implanted today.' No symptoms were reported. The medication delivered by the device system was not provided.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Additional information received reported, the patient was doing well and receiving effective therapy as of (B)(6) 2013. The pump was being used to deliver compounded baclofen.